Manufacturer narrative:
1 unit of echo-25 of lot number c1547557 was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory. No visual defect was observed with the returned device. The needle was able to advance and retract with slight difficulty. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1547557 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1547557. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use".there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a combination of tortuous anatomy requiring flexed and twisted endoscope position as indicated in the additional information. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They checked that mass location was head of pancreas before the procedure in eus. They advanced echo-25 to mass in through the scope. However, the needle didn't come out of the needle sheath. Consequently, the needle removed out of the scope. They used another echo-25.